Manufacturer narrative:
A boston scientific technical services consultant documented the issue and discussed the possibility that the one out of range measurement could be due to poor tissue contact in the pocket. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. A review of the daily measurements noted all other impedance measurements have been stable at around 30 ohms. No adverse patient effects were reported.